Event description:
Patient ventilating properly on ventilator, at baseline. Ventilator started on patient on admit functioning properly. During normal ventilation, ventilator alarmed loudly for approx. 3 seconds. Ventilation not interrupted, patient remains at baseline. Recommended by tl rt (team lead respiratory therapist) to replace ventilator which was completed with no harm to the patient. Device sent to biomed for a check. There was no harm in this event.